Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator through surgical wound. Subsequently, the patient underwent skin flap revision surgery under general anesthesia on (B)(6) 2023, to close the wound.